Event description:
It was reported by a patient family member that two weeks after the device implant procedure, the patient experienced a pocket hematoma. The hematoma was drained and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products : 4087, competitor implantable pacing lead, (B)(6) 2006; 4518, competitor implantable pacing lead, (B)(6) 2006. (B)(4).